Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 59 mg/dl, 105 mg/dl and "lo" (less than 20 mg/dl) within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The reported test strips were returned and investigated with a retained meter. The complaint was not confirmed and no new issues were observed. All results were within the range specification during control solution testing. Note: the meter is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give numeric value for readings less than 20 mg/dl. A "lo" display message indicates a reading less than 20 mg/dl. All pertinent information available to abbott diabetes care has been submitted.